Manufacturer narrative:
The lot number for the malfunction was not provided and a lot history review was not performed. The device has not been returned for evaluation. Since no sample was returned an no objective evidence has been returned for review, the investigation will remain inconclusive for the reported restricted flow rate and obstruction of flow. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model a710962 apheresis port allegedly experienced restricted flow rate and obstruction of flow. This information was received from one source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was not provided and a lot history review was not performed. The device has not been returned for evaluation. Since no sample was returned an no objective evidence has been returned for review, the investigation will remain inconclusive for the reported restricted flow rate and obstruction of flow. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. Williams, l. A., arnesen, c., gunn, c., boshell, m. N., pham, h. P., guillory, b., et all(2018). New subcutaneous powerflow port results in cost and time-savings in a busy outpatient apheresis clinic. Journal of clinical apheresis. 34(4):482-486. Doi: 10.1002/jca.21678. H10: g3. H11: g1, h6 (conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model a710962 apheresis port allegedly experienced restricted flow rate and obstruction of flow. This information was received from one source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.